Manufacturer narrative:
Correction: device MFR date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of abdominal pain and hernia. While there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the event(s), the liberty select cycler cannot be disassociated from the event(s). Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Therefore, a possible contributory association between ccpd therapy with the liberty select cycler and the abdominal pain and hernia cannot be excluded.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with a bilateral inguinal hernia. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was evaluated at the outpatient dialysis clinic on for continued abdominal pain. The patient was sent for an outpatient abdominal computed tomography (CT) scan, which showed a bilateral inguinal hernia. Peritoneal dialysis therapy was discontinued, and the patient transitioned to hemodialysis therapy three days later. The patient will remain on hd therapy until the hernia is repaired. The patient¿s pd catheter (not a fresenius product) was surgically removed, and the patient has returned home in stable condition. The pdrn stated the event of hernia is unrelated to the liberty select cycler, as the patient carried fluid in their abdomen at all times.